Event description:
It has been reported by the surgeon that during a t2 procedure, when the surgeon was tightening the end cap to the nail with the screwdriver, suddenly the tip of the screwdriver broke and remained inside the end cap. The procedure was finished and the tip of the screwdriver could not be removed.

Manufacturer narrative:
Evaluation summary: technical investigation: product inquiry states the screwdriver shaft ao to be the subject product. No deviations were found during review of the manufacturing and inspection documents (DHR). The screwdriver shaft ao was documented as faultless prior to distribution. Further, the item was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2008) we pre-suppose that the instrument had fulfilled its tasks in former surgeries as intended without problems reported. Although the broken screwdriver was not available for investigation the provided x-ray images confirm that the screwdriver broke in a forced fracture caused by overload due to high torsional load application combined with bending forces although engraving reads ¿do not lever¿ during oblique insertion of the end cap. The kind of damage suggests being the result of improper handling. Medical investigation: besides the technical aspect of a broken off screwdriver tip which is captured in the hexagon of the end cap the reporting surgeon asked for advice in how the broken tip inside the patient can affect his health and if removal of the tip from the patient's leg has to be considered from medical point of view. The case had been forwarded to a medical professional for review. General statement of the me: ¿¿due to the high biocompatibility of all materials used by stryker for instruments (small) problems are to be expected only in exceptional cases¿¿ ¿analysis of the risk management file: the risk of instrument breakage is addressed in the risk table and particularly commented: breakage of surgical devices is a frequent event. In the literature it is named approx. 0.3 % (o4). Mostly, the broken parts would be removable without any great effort. In some cases the broken part would be positioned inside of the bone or would be not traceable in the soft tissue. Smaller fragments which are positioned inside of the bone without any irritation of the surrounding tissue should be left in place. All materials which are used for implants (titanium or stainless steel) and for surgical instruments (stainless steel) are sufficiently tested for biocompatibility. Therefore, no significant adverse local or systemic effects have to be expected if small fragments or a small amount of debris from damaged implants or instruments would remain in the surgical wound or in the bone. In patients with nickel allergy the implants, debris from implants, or debris from a surgical instrument made from a stainless steel may cause a local reaction. In most cases the patient would hardly register this event (s2). Only in rare cases (o3) additional specific measures (s2, s3) or unintended revision surgery (s3) would result from such an event. In the case that debris of an instrument made from ferromagnetic steel would remain limited local reaction would be noted in the event of an mrt examination (s2). Usually, no significant harm (s2) would result from such an event. Only in rare cases (o3) additional specific measures (s2, s3) or unintended revision surgery (s3) would result from such an event. Debris of orthopedic implants of and instruments is usually encapsulated by fibrous tissue formation and will not be registered by the patent. Only in rare cases noticeable soft tissue irritation may result from such an event (s2/o4) or additional specific measures (s2, s3) or unintended revision surgery (s3) would result from such an event.¿ no deviation found during risk analysis review. No new non-conformity was identified. Device will not be returned.